Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the rx visions stent delivery system (sds) was delivered and inflated at the lesion; however, the stent implant could not be seen via the angiogram. The protective sheath was inspected and it was noted that the stent implant had dislodged inside the protective sheath. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4): product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that sds was not returned, only the stent implant was returned with blood and contrast on the stent implant. There was no other damage noted to the stent implant. The orange protective sheath was returned. The outer diameters of the stent implant were measured. The proximal outer diameter did not met manufacturing criteria. The distal and middle outer diameter measurements met manufacturing criteria. Pin gauges were used to measure the inner diameter of the returned protective sheath. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.